Manufacturer narrative:
Manufacturer's investigation conclusion: a correction between the device and the gi bleeding and anemia related to sepsis cannot be conclusively determined. The patient remained ongoing on vad support until they experienced further bleeding related issues on 06apr2019 (MFR: 2916596-2019-01723). No product available for investigation. The heartmate 3 left ventricular assist system instruction for use (IFU) list bleeding, sepsis, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies and recommended inr levels. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported the patient was evaluated by the pulmonary department. The patient was too high risk to receive a scope. The patient's inr was allowed to drift down until the bleeding stopped. The bleeding ended on (B)(6) 2019. Over the course of hospitalization, the patient received 5 units of packed red blood cells (prbc). Coumadin was restarted on (B)(6) 2019. Upon discharge, the patient's hemoglobin and hematocrit was 9.2 and 27.2. The patient was discharged home on (B)(6) 2019.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized with profound weakness and a history of anemia related to sepsis. The patient had dark tarry stools the morning of (B)(6) 2019. The patient was not scoped due to an elevated international normalized ratio (inr). A tagged red blood cell scan was performed and was negative for gastrointestinal (gi) bleeding. The patient was given 5 units of packed red blood cells. Per the account, the site of bleeding was not identified and the patient was discharged to home. The patient's stool returned to normal and the patient was prescribed protonix. No further information was provided.